Event description:
It was reported that pump malfunction occurred. There was no reported impact to the customer¿s blood glucose level. Technical support confirmed recurring malfunction, then advised pump reset attempts and arranged replacement pump while awaiting full evaluation of returned device.